Event description:
Same case as: 2134265-2012-01871. It was reported that during a post a stenting treatment procedure, a vessel occlusion was identified. In (B)(6) 2007, a 2.5x24mm taxus express2 stent was implanted in the distal 1st obtuse marginal (om) artery and a 3.0x12mm taxus express2 stent implanted in the proximal 1st om. In (B)(6) 2011, the artery was not producing blood flow and some calcification and scarring were observed. The vessel was ballooned. Blood flow was reestablished and no further action is reported being needed at this time. The patient reported that she might have to have a procedure done where they laser it.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).